Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the pump volume was too low. Additionally, customer experienced a fall due to blood glucose level being 28 mg/dl. The cause of the low bg is unknown and carbohydrates were consumed to address this issue. Customer reported bruising due to the fall and continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.